Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 in the afternoon. Pt tested with her prodigy meter and got a "hi" reading and medics were called. Medics performed a testing using their meter and the reading was 545mg/dl. Pt stated she didn't eat anything for worry of her glucose level being high throughout the day. Pt was taken to the hospital, given insulin injections and released after 6 hours w/instructions to contact her healthcare provider for medication adjustments. Pdc sent replacement along w/a prepaid envelop requesting return of suspect product(s) for evaluation.

Manufacturer narrative:
Product not returned for testing. Pt received a result of "hi," and medic's meter also revealed a high reading.